Manufacturer narrative:
(B)(4). Born (B)(6). Concomitant medical products: persona cemented tibial component, catalog # 42532007102, lot # 63040745; persona ps articular surface, catalog # 42521400711, lot # 62447317. Foreign source- (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00753, 0002648920-2018-00754. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Remains implanted.

Event description:
It was reported that approximately 2.5 years post right total knee arthroplasty, the patient experienced increased pain in the right knee, which resolved after four weeks. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the persona knee system package insert, pain is a known potential adverse effect of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.